Event description:
Customer reported a malfunction with their device, indicated by malfunction code 12 appearing multiple times. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, as it was still under warranty, and instructed the customer on returning the malfunctioning pump and switching to an alternate insulin therapy, mdi, to maintain insulin delivery.